Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient developed a pseudoaneurysm after the angio-seal was deployed. The angio-seal was deployed on (B)(6) 2025 in the patient's left groin. The procedure was a right leg angiogram. On (B)(6) 2026 the patient came to the emergency room with a hard bruise and swollen groin. He was admitted to the hospital and a femstop was placed for four hours. He had an ultrasound the next day and was ok and discharged.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The medical device was not returned for analysis; therefore, a definitive root cause could not be determined. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. Based on the available information, the complaint was confirmed for a pseudoaneurysm. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).